Event description:
A report from the user facility reported "the doctor was using the donnenfeld lri knife and she was trying to make a lippo relaxing incision in the eye, but the incision turned into deep incision along the cut. The doctor had to put sutures in the would. Additional info: the doctor noticed under the microscope the blade was loose and moving back and forth. They have this instrument for office use and it is used infrequently. It was purchased (B)(6) 2010. Info indicated that the time this report was received, the pt was still under treatment. No additional info regarding pt outcome has been received.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of the evaluation, a supplemental report will be submitted.